Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook instrument broke while in the patient. When the customer went to remove the instrument, the tip caught on the cannula and a piece of the instrument broke off-the proximal clevis. They were able to remove the instrument by using another instrument to maneuver the tip of the cautery hook. At the time of the report, the customer had so far not been able to find the piece that broke off of the instrument. The customer contacted the technical support engineer (tse) to inquire if the piece that broke of was visible by x-ray. Tse reviewed that the proximal clevis was made of silicone rubber and was radiolucent (not visible by x-ray). The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: instrument removal was being performed when the device fragment fell inside the patient. The instrument / accessory was in use prior to the issue for 15-20 minutes. The fragments were visualized, just the distal end of the robotic instrument. All fragments were retrieved by the surgical field being visualized by surgeon along with the body cavity being irrigated thoroughly. There was not any additional surgical procedure required to remove the fragment they used a laparoscopic instrument to help straighten out the distal end of the robotic instrument. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments the procedure was completed robotically. There was no injury to patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was not anything visibly wrong with the instrument. The surgeon was unsure at what caused the instrument / accessory to break or caused the fragment falling issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have a broken proximal clevis at both ears of the clevis. The broken pieces were not returned, measuring roughly 0.1525¿ x 0.0950¿ in sizes. Additionally, the instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.058 x 0.0345¿ in size. Also, the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument was found to have a dislodged conductor wire at the distal end.